Event description:
During product evaluation by a baxter (B)(4) technical service specialist, a colleague infusion pump was found with an inoperative keypad button on channel a. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.48.92.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Issues concerning the pumphead module keypad are currently being investigated under mdq-CAPA-(B)(4). A service history review revealed that this device was previously serviced for the reported condition.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with an inoperable keypad on channel a was confirmed during product evaluation. This condition was caused by corrosion present on the flex cable. The keypad was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.